Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. However, it was reported that an open container was used as the dummy tummy. The technical service representative instructed the nurse to always use a closed container as a dummy tummy. Therefore, the cause for the reported alarm was determined to be use of dummy tummy during training. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a homechoice received a system error 2240 (air in line/set) during use of the homechoice machine. According to the report, the alarm occurred during setup of the machine. The customer requested a swap of the machine. The technical service representative (tsr) initiated a swap of the machine. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.